Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2009 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior & posterior colporrhaphy with enterocele reduction, and sacrospinous fixation due to stress urinary incontinence and vaginal vault prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and tvt was implanted. It was reported that the patient concurrently underwent anterior and posterior colporrhaphy with enterocele reduction, sacrospinous fixation.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4) - urinary problems; undefined recurrence.